Manufacturer narrative:
Correction required since device was not returned to manufacturer. Biomed at customer site cleared error.

Manufacturer narrative:
The zoll autopulse in complaint was returned to zoll on 03/14/2016. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that a call was received by hospital on (B)(6) 2016 at 21:00 for patient who experienced a cardiac arrest. The patient's medical history is unknown and it is unknown if the patient was taking any medication. The arrest was witnessed by sister on acu. Manual CPR was performed before the agency arrived on the scene. When the agency was getting autopulse started, the screen showed 'initializing' and then showed user advisory 45. 'Check patient aligned, lift band and press restart'. Instructions were followed several times but autopulse failed to reduce bands to meet the patient size and commence use. The autopulse compressions were not performed and manual CPR was performed the entire arrest. No harm to patient.